Manufacturer narrative:
Product involved in incident was returned for evaluation and forwarded to the manufacturer for further evaluation. Evaluation results are pending. Arkray will file a follow-up report when evaluation is complete.

Event description:
Part 234132. Caller has had four needles in her current box that will not prime and let the insulin through. Replaced devices and sent rl.

Manufacturer narrative:
Customer returned 14 pen needles. On 10 retain and all returned pen needles, the needle patency was checked under a microscope by observing light passing through the lumen of the cannula. 10 retains and all returned pen needles were then assembled on the pen injector. With every assembly attempt, droplets on the cannula were observed and injection of the applied dosage can be seen which confirms the correctness of the pen needle assembly on the pen and the patency of the needles. Fluid flow was obtained in all tested pen needles. No defects under complaint were observed. Root cause analysis was not conducted. No CAPA initiated.